Event description:
The manufacturer received information patient's family alleging a ventilator inoperative error message occurred on a trilogy evo, japan device. "It was said that the patient switched the device to standby mode after removing the mask during suction. The patient uses hot as well, and it could not confirm whether they used it at that time". There was no patient harm or injury reported with this notification. During the evaluation of the trilogy evo, japan device at the manufacturer's service center the customer¿s complaint was confirmed. An error indicating that the amount of fluctuation in the flow sensor deviated from the standard. A "fix" was performed with the dedicated software then the issue was resolved. Additionally, the device's flow sensor was replaced preventively to prevent recurrence as a precaution. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version was checked (ver.1.06.10.00).